Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker last interrogation was 2.5 years and now it reached elective replacement time (ert). Additional information indicated that device was interrogated and battery was at elective replacement indicator (eri). In addition, the device has been over ten years and it exceeded its life expectancy. The device was already scheduled for changed out. To date, this pacemaker remains in service. No adverse patient effects were reported.